Manufacturer narrative:
The device has been received for evaluation; however the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the device was slammed in a car door and the touch screen shattered, the device is non responsive.